Event description:
Surgeon implanted 2-level charite at l3/4 and l4/5. Implanted lf/5 but had difficulty getting the implant into l3/4 space. Surgeon used spreaders to open the disc space. Surgeon stated that, the proximal anterior cortex of l4 might have broken when he implanted the device. Patient had anterior revision to remove charite. The patient was again revised to add posterior fixation. The charite disc at l4/5 remains in the patient.

Manufacturer narrative:
Based on the information provided, it appears that initial insertion that damaged the vertebral body may have resulted in instability of the disc space. No connection can be made between the event and any shortcomings of the device or information provided with the device. Surgeon used the device in an off label manner. Charite is approved as a single level implant for insertion at l4-s1. Implantation of the device at l3/4 as well as 2-level implant goes against the recommendations made in the surgical technique, the IFU and the information suppled at the time of surgeon training.